Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell one on the homechoice (hc). The home patient (hp) was connected at the time of the event. The caller stated that a unused supply line clamp was left open. The technical service representative (tsr) had the hp close the clamps and cycled power. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.